Manufacturer narrative:
G3 has been updated from 25jun2024 to 10jul2024 due to new information provided.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited the glue at the objective lens proximal end had deteriorated and had holes. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that the events glue at insertion section was deteriorated and had holes and hole on ob-lens glue (slave and master), occurred during device handling by the user, physical stress/chemical stress were applied to distal end. The user may detect the events by handling the device according to the following IFU. Inspection of the endoscope. The user may reduce/prevent occurrence of the events by handling the device according to the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.